Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Patient with single lumen uvc in situ needed line adjustment (line to be pulled back as in sub-optimal location). Physician used non-toothed forceps to pull back the line. Upon applying the forceps, the line began leaking at the 8cm mark. No leaking had been noted prior to procedure. Line ended up being removed prematurely.

Manufacturer narrative:
The complaint and returned sample were submitted to the manufacturer, vygon france, for evaluation. The following is a summary of their investigation: the incriminated sample was received and analyzed. The reported issue was confirmed: the catheter presents a leak near the 8 cm mark. The tube has localized shallow cuts with indented edges, characteristic of clamp tightening. Additional stress on the catheter can lead to device failures such as leaks or cracks. According to the customer's description, the catheter was clamped, which confirms the results of the test performed. The defect is related to the conditions of use. The IFU states: do not crimp or bend the catheter to occlude it, even temporarily. Do not add a clamp to single-lumen catheters (270.xx - 1270.xx). In the absence of the batch number, it is not possible to perform a document review. Vygon france historical data analysis shows that there have been no similar complaints regarding this code in the past three years. Corrective action: based on vygon france's investigation, the defect is related to the conditions of use; therefore, no further correction will be initiated at this time.

Event description:
Patient with single lumen uvc in situ needed line adjustment (line to be pulled back as in sub-optimal location). Physician used non-toothed forceps to pull back the line. Upon applying the forceps the line began leaking at the 8cm mark. No leaking had been noted prior to procedure. Line ended up being removed prematurely.